Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance, no capture, and possible fracture. Lead output was programmed down for battery conservation, and lead revision will be planned. The lead's sensing functionality remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.